Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that a clear material was blocking the guidewire lumen, and it is unknown if the material was used in the procedure. It was also noted that there was a leak from the distal part of the balloon. This failure is likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon burst and the guidewire was unable to exit through the c-channel when frontloading. The procedure was completed another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Investigation results found a clear material blocking the guidewire lumen, therefore this is now an MDR reportable event.